Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (using a broken delivery system, partially deploying prior to use).

Event description:
A valiant captivia stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology are unknown. Prior to the procedure, a ceratoid-subclavian bypass was performed. A valiant captivia vamf4040c200tu stent graft was implanted at the distal edge of the left common ceratoid artery, intentionally covering the left subclavian artery. Prior to use of the valiant captivia vamc4646c200tu stent graft, the physician attempted to flush the device through the sideport, however, resistance was encountered. The decision was made to use another valiant captivia vamc4646c150tu stent graft; however, the same flushing resistance was encountered. The physician then decided to retract the graft cover from the tapered tip until the stent graft was just exposed; after this the physician was able to successful flush the delivery system. The physician then recombined the tapered tip with the graft cover. The same technique was then applied to the 200 length graft, since it was the more appropriate size. The device was flushed completed with no air bubbles remaining in the system. The device was then deployed perfectly with no complications. There was no injury to the patient; the patient status is fine.